Event description:
It was reported that the caller experienced an error with their cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.